Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5154616/5153466.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite changing programs. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively.